Manufacturer narrative:
One cadd extension set was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; customer complaint was not confirmed. Additionally, four samples from inventory underwent functional testing; devices functioned as intended.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set may have under-infused. It was reported an unspecified amount of medical fluid remained in the cadd medication cassette. No adverse patient effects were reported.